Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff allegedly noticed that the pk dissecting forceps instrument had a frayed wire. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a frayed cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.